Event description:
The customer reported a non-reproducible, falsely elevated troponin I (access accutni+3) result on their access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) for one (1) patient. The customer repeated the sample twice on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results, within the assay's normal reference range. The initial elevated access accutni+3 result was reported outside the laboratory. There was no change or impact to patient care or treatment. All system parameters (including quality control, calibration, system check and precision run) were within assay/instrument specifications. The sample was collected in a lithium heparin tube. Sample processing information such as centrifugation speed and time were not provided. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The lot number of the access accutni+3 reagent was not provided. Therefore, the expiration and manufacture dates cannot be determined. The customer performed hardware verification by performing a system check and fifteen (15) replicate precision run. All verification testing passed within published performance specifications. No hardware or system issues were identified as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the elevated access accutni+3 result cannot be determined with the available information.